Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.